Event description:
It was reported that the downstream occlusion fails under 10 psi. There was no patient involvement. Evaluation of the returned device identified an out of calibration downstream occlusion sensor.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The device was in used condition and functional testing revealed the downstream occlusion (dso) sensor was out of calibration. The dso sensor was recalibrated to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period. The event history was reviewed and contained no error codes related to the reported issue.